Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported infusion device displayed an e8 (power interrupt) error message; set device to stop. Patient stated batteries and battery cover were replaced; restarted infusion device and it displays an e8 again. Preliminary evaluation by the iu shows the up button on the infusion device is always active. Evaluation states that due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and therefore all of the buttons do not react on pressure and an un-clearable e8 error message. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the up button is always active. Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and therefore, all the buttons do not react on pressure. Furthermore, it led to an unclearable e8 error message. The problem mentioned by the customer is related to careless handling of the product.